Event description:
Rptr stated, "plastic (uhmwpe) insert was snapped into baseplate using the prescribed method of insertion, the plastic still had movement as it was pushed in the liner in a compressing motion, movement was seen as well as fluid being forced out at the plastic - metal junction. This was replaced with second plastic liner (same lot code), that had the same problem. It was left in place as there was no other liner available." There was no adverse consequence for the pt.